Manufacturer narrative:
Returned strip vial condition was acceptable. The test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results with no errors or malfunctions.

Manufacturer narrative:
Qc was performed on the meter on the day of the event and was acceptable. The returned meter was tested with the returned strips and retention controls. Control ranges: level 1: 30 - 60 mg/dl, level 2: 261 - 353 mg/dl. Results: level 1: 45, 45, and 45 mg/dl, level 2 : 308, 306, and 306 mg/dl. All returned results are within the acceptable range. On a regular basis, strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 10:56 am, the result from a heel stick was 29 mg/dl. At 11:09 am, the result from a laboratory draw was 48 mg/dl.